Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an x-ray which showed both the left and right leads migrated downward one electrode length since the last x-ray on (B)(6) 2018. The patient experienced increased pain, subsequent increased usage of pain medications when needed. The device was reprogrammed. The outcome was recovered/resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that the adverse event was increased pain in the low back radiating to the groin. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.